Manufacturer narrative:
During device testing, the reported issue was confirmed: the nozzle was clogged and no water could be fed through it. Functional testing showed the device was not water-tight due to a crack on scope body and deformation of the up/down knob. The flexibility adjustment ring was non-functional due to deformation of the ring. The device did not meet with electrical insulation resistance due to a burn on the connector cover. Finally, the image relayed by the scope had a dark area due to a dirty objective lens. Visual examination found the following additional issues: the flexibility adjustment ring was scratched; the air/water cylinder was discolored; suction cylinder was discolored; the right/left knob was scratched; the switch box was scratched; the objective and light guide lenses were cracked; the connecting tube was cut; and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a working channel that was not continuous. The customer reported the flow broke off during automated reprocessing. The device was returned to olympus for evaluation. During evaluation, foreign material resembling surgical glue was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of clogged nozzle could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage at the s-body and ud angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.